Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy, ous, 2.25 x 28 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts on rows 1 and 2 damaged; lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 86% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (dlad) artery. After placing a non-bsc guidewire and pre-dilation with a 1.5 x 15 mm non-bsc balloon catheter, a 2.25 x 28 synergy¿ drug eluting stents (des) was advanced but failed to cross the lesion. Upon removal, the stent strut was caught by the calcification and was damaged. The procedure was then completed with a 2.25 x 28 mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The 86% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (dlad) artery. After placing a non-bsc guidewire and pre-dilation with a 1.5x15mm non-bsc balloon catheter, a 2.25 x 28 synergy¿ drug eluting stents (des) was advanced but failed to cross the lesion. Upon removal, the stent strut was caught by the calcification and was damaged. The procedure was then completed with a 2.25x28mm non-bsc stent. No patient complications were reported and the patient's status was stable.